Event description:
The following was reported to hamilton medical ag: p and t knob not working properly. Device cannot be operated properly. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).